Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the force sensor was found to be out of calibration. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) /2012 with the following findings: the force sensor was found to be out of calibration. Contamination was observed on the force sensor assembly. During evaluation the pump was able to rewind, load and prime successfully. During evaluation the pump did emit a "pump not primed" warning.